Manufacturer narrative:
(B)(4). This one patient was implanted with two coloplast devices. The other device is captured in 2125050-2020-00464. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated foreign body reaction, pain, erosion of the mesh, urinary problems, vaginal bleeding and other injuries, impairment, permanent injury.

Event description:
Additional information reported to coloplast though not verified, indicated dyspareunia. 05/10/2016 - partial excision/ revision of eroded novasilk/coloplast.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.